Manufacturer narrative:
The insulin pump was received with a button error alarm and an unresponsive button due to corroded keypad traces. The device was unable to undergo the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to the unresponsive button. No unexpected numbers ramping/scrolling during testing was noted. There was no moisture damage on the electronic assembly during visual inspection either. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 301 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was in her bra so sweat might have gotten on the device. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.